Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("surgery") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), vomiting ("vomiting") and nervousness ("nerves are horrible"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, vomiting and nervousness outcome was unknown. The reporter considered medical device removal, nervousness and vomiting to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, vomiting, nervousness. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery") in a female patient who had essure (lot number requested unsuccessfully) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vomiting ("vomiting") and nervousness ("nerves are horrible"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, vomiting and nervousness outcome was unknown. The reporter considered medical device removal, nervousness and vomiting to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, vomiting, nervousness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 5. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant), vomiting ("vomitting"), nervousness ("nerves are horrible") and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed. At the time of the report, the medical device removal, genital haemorrhage, vomiting, nervousness and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, medical device removal, nervousness, pelvic pain and vomiting to be related to essure (ess205). The reporter commented: insertion details-some difficulty with the releasing mechanism on the left; however, it did eventually release with four coils clearly visible, and on the right there were five coils clearly visible. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, vomiting, nervousness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: quality safety evaluation of product technical compliant. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 622308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 5. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant), vomiting ("vomitting"), nervousness ("nerves are horrible") and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, genital haemorrhage, vomiting, nervousness and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, medical device removal, nervousness, pelvic pain and vomiting to be related to essure. The reporter commented: insertion details-some difficulty with the releasing mechanism on the left; however, it did eventually release with four coils clearly visible, and on the right there were five coils clearly visible. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, vomiting, nervousness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs+mr received- lot number were added. New reporters, patient information and medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('5 pieces of the coil sticking out at each end of the tube'), fallopian tube perforation ('perforated my tube') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) (batch no. 622308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 5. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vomiting ("vomitting"), nervousness ("nerves are horrible"), pelvic pain ("pain") and fallopian tube enlargement ("tube has swelled up about 3 times"). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, vomiting, nervousness, pelvic pain and fallopian tube enlargement outcome was unknown. The reporter considered device breakage, fallopian tube enlargement, fallopian tube perforation, genital haemorrhage, nervousness, pelvic pain and vomiting to be related to essure (ess205). The reporter commented: insertion details-some difficulty with the releasing mechanism on the left; however, it did eventually release with four coils clearly visible, and on the right there were five coils clearly visible. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, vomiting, nervousness, device breakage, fallopian tube perforation, fallopian tube enlargement quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-oct-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('5 pieces of the coil sticking out at each end of the tube'), fallopian tube perforation ('perforated my tube') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) (batch no. 622308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 5. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vomiting ("vomitting"), nervousness ("nerves are horrible"), pelvic pain ("pain") and fallopian tube enlargement ("tube has swelled up about 3 times"). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, vomiting, nervousness, pelvic pain and fallopian tube enlargement outcome was unknown. The reporter considered device breakage, fallopian tube enlargement, fallopian tube perforation, genital haemorrhage, nervousness, pelvic pain and vomiting to be related to essure (ess205). The reporter commented: insertion details-some difficulty with the releasing mechanism on the left; however, it did eventually release with four coils clearly visible, and on the right there were five coils clearly visible. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, vomiting, nervousness, device breakage, fallopian tube perforation, fallopian tube enlargement quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received : reporter information updated. New events " tubes has swelled up about 3 time, 5 pieces of the coil sticking out at each end of the tube, perforated tubes" were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.